Manufacturer narrative:
Pump received with blank display and constant tone alarm due to moisture damage on electronics. Unable to perform idlle current, run current, self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests or displacement test or verify black screen due to blank display. Pump received with minor scratched display window,cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 157 mg/dl at the time of incident. Troubleshooting found that the customer previously received a replacement battery cap which did not resolve the pump issue. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.